Event description:
Customer reported sparking from the back of their afinion as100 analyzer (serial no: (B)(4)) and immediately disconnected the instrument. Customer noticed sparking between the power supply and the analyzer and thinks the spark came from the analyzer. Customer was using blue mascott 3721-24 power supply and power cord with number 3-4-5-19180. Customer was not touching the analyzer at the time of sparking. No noticeable damage to the power cord or the analyzer. Circuit breaker did not trip. The light on the analyzer was not illuminated. Customer not sure the material used for clothing or shoes, but thinks it is cotton. None of the following were observed with the analyzer or power cord. Visible smoke, evidence of fire, static electrical issue, electrical shock (not static issue), charring, burnt smell, scorch marks, instrument being warm/hot too touch. Instrument was placed in a dry enviroment at 70-75 degrees f. No one was shocked or hit by spark. No death or serious injury reported. No patient involved in event.

Event description:
Customer reported sparking from the back of their afinion as100 analyzer (serial no: as0035806) and immediately disconnected the instrument. Customer noticed sparking between the power supply and the analyzer and thinks the spark came from the analyzer. Customer was using blue mascott 3721-24 power supply and power cord with number 3-4-5-19180. Customer was not touching the analyzer at the time of sparking. No noticeable damage to the power cord or the analyzer. Circuit breaker did not trip. The light on the analyzer was not illuminated. Customer not sure the material used for clothing or shoes, but thinks it is cotton. None of the following were observed with the analyzer or power cord. Visible smoke; evidence of fire; static electrical issue; electrical shock (not static issue); charring; burnt smell; scorch marks; instrument being warm/hot too touch. Instrument was placed in a dry enviroment at 70-75 degrees f. No one was shocked or hit by spark. No death or serious injury reported. No patient involved in event.

Manufacturer narrative:
Return testing requested, however the instrument is still has not been received in oslo. Therefore, return testing has not been performed. The case details were reviewed along with internal records and no nonconformances were identified. There were no adverse patient effects and no clinically significant delay in the procedure reported in the complaint case. Our investigation determined that there is no indication that the reported issue is related to product results, inadequate instructions for use or inaccurate labeling.